Manufacturer narrative:
Analysis of the catheter found coring and tears in the seal of the connector. The connector was leaking due to the tears. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n130637, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported there was filling/aspiration difficulties, specified as they were unable to withdrawal csf from the catheter during a battery change. The catheter was removed and csf flowed. The actions required as a result of the event included a replacement. Diagnostic testing or troubleshooting was not required. At the time of reported that patient¿s status was alive ¿ no injury. There were no symptoms associated with the event. The pump was used to infuse compounded baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.